Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised approximately 15 years post-implantation due to wear of the acetabular liner. During the procedure, the acetabular liner was removed and replaced.